Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, it's been reported that there was the potential of missed polyps and the degree of harm as unknown instead of none. Outside of the psls, it was noted that at least one of the doctors is completely refusing to use reported scope since they had so many problems. They only see the one psls since it was last sent in so not sure if that's based off the previous history or if there may have been more unreported events in the recent past. Customer also encountered blurry image during this incident, and confirmed that they did not report any patient impact. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: based on the content of this report, it was determined that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 19-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-jan-2021 . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.